Event description:
It was reported to medtronic neurosurgery that the reduced tip cardiac catheter broke and traveled through the heart and into the patient's lungs. According to the report, the catheter fragment has not yet been retrieved.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of manufacture.